Manufacturer narrative:
(B)(4). Medical records did not contain dialysis treatment records, progress notes, physician orders, or medication records for review. There was no documentation in the medical record supporting a possible association between the liberty cycler and the event of peritonitis. However, there is a probable association between breaking the sterile pathway of pd therapy and peritonitis. The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A peritoneal dialysis nurse reported a peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2016 and treated for peritonitis. Medical records were received from the patient's treatment facility and noted the patient started dialysis therapy on an (B)(6) 2015. Pd fluid collected on (B)(6) 2015 in the patient's pd clinic, showed gram positive in clusters detected in aerobic and anaerobic bottles with isolated organism staphylococcus epidermidis. The patient's nurse reported the episode of peritonitis was because the patient did not practice aseptic technique and broke the sterile field during treatment.

Manufacturer narrative:
The liberty cycler was not repaired or replaced against this complaint. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.